Manufacturer narrative:
Final analysis found burn marks on the ac power adaptor and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the transmitter will not power up. The device was returned.